Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, sex, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand hydroseal blister cushions extreme 5ct USA 381371175475 8137117547usa 8137117547usa. Lot # is not available. UDI # is (B)(4). Lot number: ni. Exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This is 1 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 2214133-2020-00021. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer applied two band aid brand hydroseal blister cushions extreme for the two minor blisters located on the back of the heels. After 12 hours, the consumer noticed slight swelling of the feet, more swelling in one over the other, everything else was fine so consumer watched it. Within 24 hours, the consumer was in urgent care with two swollen feet, redness and heat on one. After visiting urgent care, consumer was informed about an allergy to the band aids. Consumer wounds were cleaned and wrapped at the clinic and consumer was put on 10 days antibiotic. Within 12 hours of antibiotic, consumer noticed swollen feet, redness and pain greatly diminished. This is 1 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 2214133-2020-00021. The same patient is represented in each medwatch.